Event description:
It was reported that the subject device exhibited an issue where it was getting a green image. The issue occurred during a laparoscopic appendectomy procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. The following reportable malfunctions was identified during the device evaluation: the charged coupled device was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken charged coupled device resulted in green image. Olympus will continue to monitor field performance for this device.